Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. As a result of checking the event history log, it confirmed that there was a record of the device stating latch lock failure when the cassette was connected to the pump (B)(6), 2024. Functional test was performed, and the customer's stated problem was not confirmed. There was no known cause of the reported issue, however the downstream occlusion (dso) sensor was preventatively re-calibrated.

Event description:
It was reported that the product had a cassette removed alarm. Event occurred during infusion. There was known patient involvement, and no patient harm reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. D: no information found for di number. (B)(6) g: no information found for 510(k) number. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.